Event description:
Treatment of an mca (middle cerebral artery) aneurysm. During the procedure, it was reported that resistance was experienced as the pipeline (4.5mm x 35mm) was advanced through the marksman microcatheter. Once the ped (pipeline embolization device) reached the distal mca and deployed, it had difficulty achieving full wall apposition and was corked and removed after approximately 45 minutes of attempting to open it. A new device was used to complete the procedure.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline, marksman catheter, and pushwire were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the braids, tip coil, and pushwire were all found damaged and may have contributed to the reported issue. All products are 100% inspected for damages and irregularities during manufacture.(B)(4).